Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 413 mg/dl; cause was unknown. Customer was nauseas/vomiting and went to the emergency room (ER). Customer took nausea/pain medication and fluids were administered. After several hours, customer left the ER feeling nauseas and bg level lowered to 240 mg/dl.